Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
While turning the pt over on the operating room table, the mayfield modified skull clamp (B)(4) slipped off the pt's head, causing a three inch laceration on the back of the head. Sutures were required. It was unk if pins or a stereotaxy device were used. The pt outcome was reported as good. Crossed referenced to uf/importer report number: (B)(4).